Event description:
Unomedical reference number (B)(4). Event occurred in argentina it was reported that when the patient put on the infusion set, its blood glucose did not go down and the insulin came out through the hole in the set reaching the cannula. No further information available.